Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, the pump was warm to the touch despite being in room-temperature conditions. Reportedly, the pump was charging during the event. There was no reported adverse impact to the customer¿s blood glucose level. No additional patient or event information was provided. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.